Event description:
Svn: (B)(4). Start date of the sensor: (B)(6) 2021. Start hour of the sensor: 00 3. Sensor start missing reason: location of sensor insertion: arm. Date of sensor alert: (B)(6) 2021 11/28 6. Hour of sensor alert: 00. Sensor alert missing reason: (B)(6) 2021 15:49:20 pst ice batch user (batch_ice) phone #: (B)(6). Complaint: (B)(4). Complaint status: in process mdt initial contact:(B)(6) taken by: (B)(6) inquired what led up to the complaint. Customer response: needle hard to remove sensor/introducer needle break or damage, introducer needle hard to remove t/s per (B)(4). Requested customer describe the sensor to see if the sensor or needle is still attached. Found: no. Adv to check if sensor is stuck to the adhesive. Found: no. Sensor insertion location: arm. Inquired when the customer noticed the issue with the sensor. Found: during attempt to remove the needle. Inquired if the introducer needle was hard to remove. Found: yes. Length of time sensor was worn: 10 minutes. Inquired if customer recalls any significant events leading to the reported issue. Found: all ok. Customer is not reporting that the sensor or introducer needle fractured while in the body. Adv to return the sensor. Adv to return introducer needle. Customer's outcome pertaining to the complaint: sensor replaced ship: sensor/return: nothing country: (B)(6): (B)(6) zip: (B)(6) input date: (B)(6) 2021 warranty start: 00/00/0000 warranty end: 00/00/0000 batch - hg5at5h.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.